Manufacturer narrative:
The complaint for system interaction with previously implanted device(s) was confirmed with empirical evidence. No information is available on the device used during the procedure related to this complaint and therefore a device history record (DHR) review cannot be performed. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma from a guidewire or delivery system, or interactions from the evoque valve and delivery system onto pre-existing pacing devices. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. The evoque IFU advises caution when implanting the device in patients with pre-existing cardiac leads due to the potential risk of pacing inhibition and other device-lead interactions. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. As reported by the journal article, there was an 83-year-old male who was previously implanted with a cardiac resynchronization therapy pacemaker (crt-p). Nine days post ttvr procedure, the patient had an episode of syncope. An alert 4 days later showed an impedance at 100. Interrogation revealed significant noise and pacing inhibition. Because the patient was pacemaker dependent, a new lead was implanted, while the old one was abandoned. A 2025pt was made to place a cs lead; however, after prolonged and unsuccessful effort, a new transvenous pacemaker lead was implanted through the evoque valve and positioned in the left bundle area along the mid-rv septum. Leadless pacing was not pursued, as the patient had a crt-p system and required biventricular pacing. Follow-up echocardiography demonstrated mild tricuspid valve prosthetic regurgitation.